Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported she observed a fiber in the corneal wound of a patient's right eye one day after a cataract extraction procedure with an intraocular lens. There is no harm to the patient. This is one of two reports for this surgeon.

Manufacturer narrative:
A review of the device history records for lot numbers provided by the customer indicates the product was processed and released according to the product¿s acceptance criteria. It was noted the lot number used for this event is not known. No sample has been returned for evaluation; therefore, the condition, identity, or origin of the material and product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Consumables are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. No action will be pursued at this time for this occurrence. Complaints are continuously monitored to identify product and/or process areas where debris and hair is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper ppe and maintaining clean work areas. The manufacturer internal reference number is: (B)(4).